Event description:
Patient was to have a CT scan performed but during the scan, the scanner malfunctioned and study could not be completed. Patient was given contrast and exposed to radiation without receiving a complete study because of the equipment failure.